Event description:
It was reported that during preparation for an unspecified therapeutic procedure, the subject device malfunctioned and displayed communication error code e216. There was no reports of patient harm.

Manufacturer narrative:
Updated fields: g3, d9, h2, h3, h4, h6, h10. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The cause of the event was a faulty cable. A review of the device history record found no deviations that could have caused or contributed to the issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during preparation for an unspecified therapeutic procedure, the subject device malfunctioned and displayed communication error code e216. There was no reports of patient harm.